Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Caller reported that on (B)(6) 2018 at 5:00 p.m., the customer experienced symptoms described as vomiting and extreme headache and was unable to test using the adc blood glucose meter due to receiving an unspecified error on the display. Paramedics were called and upon their arrival at 5:10 p.m., a reading of 330 mg/dl was obtained on the paramedic meter. Customer was transported to a hospital where she was diagnosed with hyperglycemia and treated with "800mg ibuprofen intravenously, famotidine (antacid and antihistamine) 20mg oral tablet, and ondansetron-hcl 4mg oral tablet. It was also reported the customer's doctor increased her insulin dosage and changed it to toujeo instead of humalog. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported test strips have not been returned. Extended investigation has been performed for the reported complaint there was no indication that the product did not meet specification. A DHR (device history review) for the freestyle strips was reviewed and the DHR showed the strips passed all tests prior to release. Retain testing was performed for freestyle strips and all units performed in specification and passed. The meter was returned and investigated therefore, no further investigation activities were performed on the meter. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Caller reported that on 14-aug-2018 at 5:00 p.m., the customer experienced symptoms described as vomiting and extreme headache and was unable to test using the adc blood glucose meter due to receiving an unspecified error on the display. Paramedics were called and upon their arrival at 5:10 p.m., a reading of 330 mg/dl was obtained on the paramedic meter. Customer was transported to a hospital where she was diagnosed with hyperglycemia and treated with "800mg ibuprofen intravenously, famotidine (antacid and antihistamine) 20mg oral tablet, and ondansetron-hcl 4mg oral tablet. It was also reported the customer's doctor increased her insulin dosage and changed it to toujeo instead of humalog. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported meter has been returned and investigated with retained test strips. Visual inspection has been performed on the returned meter and no issues were observed. The complaint was not confirmed and no new issues were observed. All results were within range specification and no errors were observed during control solution testing. This also serves as a correction report. Section pma510k# was incorrectly documented in the initial MDR 30 day report. Section has been updated.

Event description:
Caller reported that on (B)(6)18 at 5:00 p.m., the customer experienced symptoms described as vomiting and extreme headache and was unable to test using the adc blood glucose meter due to receiving an unspecified error on the display. Paramedics were called and upon their arrival at 5:10 p.m., a reading of 330 mg/dl was obtained on the paramedic meter. Customer was transported to a hospital where she was diagnosed with hyperglycemia and treated with "800mg ibuprofen intravenously, famotidine (antacid and antihistamine) 20mg oral tablet, and ondansetron-hcl 4mg oral tablet. It was also reported the customer's doctor increased her insulin dosage and changed it to toujeo instead of humalog. No further treatment was reported. There was no report of death or permanent impairment associated with this event.